Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured and fell out of the patient's body. There were no missing pieces.

Manufacturer narrative:
Received 1 foley catheter for evaluation. The reported event was confirmed as cause unknown. The visual inspection noted an irregular balloon burst. No pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following measurements were obtained during the dimensional evaluation: eye snip length: 3/32¿. Inflation lumen coverage: 16 thou. Balloon thickness: 25 thou. Burst initiated from bottom collar of sac: 1 cm. The site of the burst appeared swollen and the balloon thickness measured average 25 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp-edged devices. There is a strong likelihood that breakage or inadvertent removal or catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of catheter difficult." (B)(4).

Event description:
It was reported that the balloon ruptured and fell out of the patient's body. There were no missing pieces.